Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary treatment procedure was performed when the issue happened. The procedure completed without delay by using wireless footswitch. A field service engineer (fse) visited onsite and found wired foot switch unable to perform fluoroscopy. Upon troubleshooting fse found footswitch failure. The cause of the wired footswitch failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the wired footswitch. After the replacement of wired footswitch, the system was working as intended. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that wired footswitch was unable to perform fluoro or cine. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.